Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 124 mg/dl. The customer stated that the first sensor did not release and it shot out onto the floor. The other sensor's top broke in the insertion device. The customer stated that the serter released the needle hub sensor. The customer stated that the catch arm is not bent. The customer will return the sensor and serter device for failure analysis.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found both sensor needles were separated from the sensor base; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used. This complaint is against the insertion device.